Manufacturer narrative:
Additional information: d4, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a latarjet surgery the 2.75 mm drill bit on the latarjet loan set end broke off in the glenoid after drilling holes. The breakage was unnoticed until an x-ray was taken at the end of the procedure which showed the fragments around the screws. After the x-ray the hospital staff inspected the drills used and found that one of the ends 2.75 mm drill bit had snapped. Nothing the surgeon could do as the screws had been inserted. No fragments were in the joint. Approximately 2 mm of metal in the glenoid bone. Surgeon finished the surgery safely. It was not necessary to switch the surgical technique or do a second surgery.